Event description:
During the lap chole case, surgeon was using new product of angio lock hemoclips size m/l green plastic; 2 clips crumbled while attempting to place on cystic bile duct and surgeon had to manually grab each plastic piece out. All packs of clips were from the same lot of 30053b493.